Event description:
The product was returned for service. Upon eval, it was found to run without user activation.

Manufacturer narrative:
Upon visual inspection, the sockets were corroded, which likely caused the device to run without activation. Damage or extra impedance on the hall sensor line of the socket can result in false run signals.